Event description:
Us complainant reported the patient with unknown ethnicity was on impella ld for hemodynamic support. While on support low purge flow, high purge pressure alarms, and bleeding was noted. Tpa was administered in the impella purge due to purge alarms. Heparin was removed from purge due to bleeding. It was reported that the patient expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.